Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of a minicap was provided for evaluation. A photograph of the other minicap was not provided and therefore, could not be visually evaluated. A visual inspection with the naked eye was performed which observed one minicap in the photo with a crack. The reported condition was verified. The cause of the condition could not be determined. Possible causes could be a crack caused by the equipment that inserts the sponge into the minicap during the manufacturing process or excessive force when closing the minicap on the patient¿s equipment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps (of minicap prep kits) presented damage (cracked). This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.